Event description:
While at (B)(6), was inside the gyrostim machine for treatment, when the machine continuously went in one direction, which was not part of plan. When the doctor on hand told the machine to stop, the machine crashed instead of gliding to a stop. Neurological problems got worse as did problems with fatigue and stamina. Was laid up for a few weeks. Was also later told after doctor spoke with inventor that this could have been supposedly prevented with a short protocol check. I don't want this happening to more people. Supposedly, a button had been half pressed which caused machine to malfunction.